Event description:
Edwards received information that this aortic valve was explanted after an implant duration of nine (9) years, seven (7) months due to calcified leaflets, resulting in restricted motion. This was replaced with a 25mm pericardial bioprosthesis. The patient "tolerated the procedure extremely well considering the length and the magnitude of procedure and was taken to intensive care unit in critical but stable condition."

Manufacturer narrative:
The device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, all three (3) leaflets exhibited cut areas that were not returned with the device. Moderate to heavy calcification was observed in the remaining cusp areas of all three (3) leaflets and was confirmed via x-ray. Minimal to heavy host tissue overgrowth encroached onto the tissue at the outflow aspect, at the inflow aspect, into the orifice, at the stent inflow, and at the stent outflow. Incidental findings: hematoma was observed on the inflow and outflow aspects of a leaflet. Distortion of the wireform was observed at two (2) commissures. Wireform was also exposed on the outflow aspect at the commissure. These damages are likely due to explant or implant. Method: x-ray. Customer report of calcification could be confirmed as calcification restricted mobility in the remaining cusp areas and could have led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.